Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ventilator immediately stopped ventilating with audible alarm when it was switched from ac to battery operation. This event occurred while the medical engineer at the hospital was performing the battery functionality test. Please note that there was no patient involvement in this case. However, if it were to recur while in use on a patient, there would be insufficient time for a user to react between when the alarm started and the ventilator stopped ventilating.